Event description:
It was reported the patient ¿was hit in the head with a brick on (B)(6) 2013.¿ it was stated that since that incident, the patient ¿had not used the stimulation or charged it until he went to see his physician on (B)(6) 2013.¿ the patient reported that during one of those appointments, his device was ¿reset¿ and ¿shocked him down the right leg and made him jump out of the chair.¿ a supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).